Manufacturer narrative:
Mp1000 (B)(6) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product: k072542. Investigation summary: an mp1000 (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20076476. No further information was received to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076476 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 (B)(6) product in the past 12 months.

Event description:
It was reported that the bd maxplus¿ needleless connector was blocked during use due to flow issues. The following information was provided by the initial reporter, translated from chinese to english: "the use of the needle-free connector by the nurse is normal at the beginning, blockage occurred during the process and should be replaced immediately."